Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella cp implant, the patient had no distal pulses in their lower extremities. Heparin was ordered and distal perfusion catheters were placed to treat the condition. Two days into support, heparin was put on temporary hold due to thrombocytopenia and oozing from the access site. The pump was eventually weaned and explanted after five days of support. A dual fasciotomy was performed following pump explant due to compartment syndrome and the non-impella leg was found to have deep vein thrombosis. The patient survived.